Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction. The reported patient effects of ischemia and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, a 2.5x15mm promus stent was successfully implanted in the mid left anterior descending coronary artery. On (B)(6) 2012, the patient experienced silent ischemia and was hospitalized. Percutaneous coronary intervention was performed, resolving the event. On (B)(6) 2014, the patient was discharged. There was no additional information provided.